Event description:
It is reported that a customer has been having sensor issues. The patient's blood glucose was at 225 mg/dl. The customer stated that the needle did not retract with the needle housing and the needle remains attached to the base of the sensor. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and found sensor needle was bent inside sensor base. It is unknown if the customer received the sensor in such condition and customer returned an opened and used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.